Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had leakage at the luer connection. The following information was provided by the initial reporter translated from spanish to english: description of material problem/condition amgen complaint number: (B)(4) cause code: syringe damaged/defective (leakage) complaint description: amgen received notification on (B)(6) 2024 from a pharmacist of a complaint for nplate vial - lyophilized involving 01 unit(s) from lot/batch 1173457d. The event reportedly occurred on 8-aug-2024. The patient reported the following event: leak - needle at level. The reporter indicated that the nurse can't use the kit because the product leaked from the syringe before administration. No product in vial or syringe. No needle in the kit because the nurse threw it away. Pharmacist has no other information about the event. Patient outcome was captured as non-serious as the intended dose was not administered. Note : complaint unit was requested from the reporter. The unit has not been received at amgen yet.